Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY TOTAL HIP ARTHROPLASTY (THA) PROCEDURES: - REFLECTION ACETABULAR CUP: A TOTAL OF FIFTEEN THOUSAND FOUR HUNDRED AND FIFTY-SIX (15,456) HIPS UNDERWENT PRIMARY THA PROCEDURES USING A REFLECTION ACETABULAR CUP BETWEEN (B)(6) 1999 AND (B)(6) 2025. THIS TOTAL INCLUDES CUPS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES MBL AND MEH. OF THE EIGHT HUNDRED FIFTY-EIGHT (858) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, THREE HUNDRED EIGHTY-FOUR (384) REVISIONS WERE ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION ACETABULAR CUP APPROVED UNDER FDA PRODUCT CODE MBL. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 858 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE MBL. THE REPORTED REASONS FOR REVISION INCLUDE: ONE HUNDRED FIFTY-TWO (152) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO HUNDRED FORTY-FOUR (244) HIPS DUE TO LOOSENING, ONE HUNDRED THIRTY-FIVE (135) HIPS DUE TO INFECTION, ONE HUNDRED SIXTY-FOUR (164) HIPS DUE TO PROSTHESIS DISLOCATION, SIXTY-NINE (69) HIPS DUE TO LYSIS, NINE (9) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, SIX (6) HIPS DUE TO LEG LENGTH DISCREPANCY, SIX (6) HIPS DUE TO MALPOSITION, FIVE (5) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, FOUR (4) HIPS DUE TO METAL RELATED PATHOLOGY, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR INSERT, FORTY-FOUR (44) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, TWO (2) HIPS DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, THREE (3) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO HETEROTOPIC BONE, ONE (1) HIP DUE TO WEAR ¿ ACETABULUM, AND FOUR (4) HIPS DUE TO OTHER-UNSPECIFIED REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 858 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 384 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION ACETABULAR CUP APPROVED UNDER FDA PRODUCT CODE MBL. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 384 CASES. OF THE 384 TOTAL REVISION SURGERIES, 377 WERE PREVIOUSLY SUBMITTED TO FDA AND 7 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - R3 20 DEGREE XLPE LINER: A TOTAL OF THIRTY-FIVE THOUSAND EIGHT HUNDRED SEVENTY-SIX (35,876) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2026, USING R3 20 DEGREE XLPE LINERS. THIS INCLUDES SIZE VARIANTS APPROVED FOR USE IN THE UNITED STATES UNDER PRO CODES JDI AND MBL. OF THESE, ONE THOUSAND TWO HUNDRED SEVENTY TWO (1,272) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWO HUNDRED EIGHTY-SIX (286) HIPS DUE TO FRACTURE, ONE HUNDRED FIFTY-SEVEN (157) DUE TO LOOSENING, THREE HUNDRED FORTY-ONE (341) DUE TO INFECTION, THREE HUNDRED FORTY (340) DUE TO PROSTHESIS DISLOCATION, SIX (6) DUE TO LYSIS, EIGHTEEN (18) DUE TO PAIN, TWENTY-FIVE (25) DUE TO INSTABILITY, NINETEEN (19) DUE TO LEG LENGTH DISCREPANCY, NINETEEN (19) DUE TO MALPOSITION, THIRTEEN (13) DUE TO IMPLANT BREAKAGE STEM, TWO (2) DUE TO METAL RELATED PATHOLOGY, ONE (1) DUE TO WEAR ACETABULAR INSERT, THREE (3) DUE TO IMPLANT BREAKAGE ACETABULAR INSERT, THREE (3) DUE TO IMPLANT BREAKAGE ACETABULAR, SEVEN (7) DUE TO INCORRECT SIZING, TWO (2) DUE TO TUMOUR, FOUR (4) DUE TO HETEROTOPIC BONE, TWENTY-SIX (26) DUE TO OTHER/UNKNOWN REASONS.. A DISTINCTION BETWEEN THE COMPLICATIONS ASSOCIATED WITH PRODUCTS REGISTERED UNDER PRO CODES JDI AND MBL CANNOT BE ESTABLISHED. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 1,272 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 18 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A R3 20 DEGREE XLPE LINER APPROVED UNDER FDA PRODUCT CODE MBL. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 18 CASES. OF THE 18 TOTAL REVISION SURGERIES, 15 WERE PREVIOUSLY SUBMITTED TO FDA AND 3 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. ALTOGETHER, A TOTAL QUANTITY OF 10 REVISIONS WAS IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE REFLECTION ACETABULAR SYSTEM AND THE R3 ACETABULAR SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. AUTOMATED INDUSTRY REPORTS DOCUMENTED BY THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE IN THE CORRESPONDING ANALYZED PRIMARY TOTAL HIP ARTHROPLASTY (THA) PROCEDURES WERE STUDIED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR). REFLECTION ACETABULAR CUP: CUMULATIVE REVISION RATES DEMONSTRATED THAT, WHEN COMPARED TO ALL OTHER THA PROTHESIS REPORTED IN THE AOANJRR, REFLECTION ACETABULAR CUPS PERFORMED STATISTICALLY SIGNIFICANTLY BETTER ACROSS ALL AVAILABLE FOLLOW-UP YEARS BASED ON NON-OVERLAPPING 95% CONFIDENCE THROUGHOUT THE FOLLOW-UP PERIOD. R3 20 DEGREE XLPE LINER: CUMULATIVE REVISION RATES WERE IN LINE WITH THE THA CLASS ACROSS 18 YEARS OF FOLLOW-UP BASED ON OVERLAPPING 95% CONFIDENCE INTERVALS. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY TOTAL HIP ARTHROPLASTY (THA) PROCEDURES: - REFLECTION ACETABULAR CUP: A TOTAL OF FIFTEEN THOUSAND FOUR HUNDRED AND FIFTY-SIX (15,456) HIPS UNDERWENT PRIMARY THA PROCEDURES USING A REFLECTION ACETABULAR CUP BETWEEN (B)(6) 1999 AND (B)(6) 2025. THIS TOTAL INCLUDES CUPS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES MBL AND MEH. OF THE EIGHT HUNDRED FIFTY-EIGHT (858) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, THREE HUNDRED EIGHTY-FOUR (384) REVISIONS WERE ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION ACETABULAR CUP APPROVED UNDER FDA PRODUCT CODE MBL. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 858 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE MBL. THE REPORTED REASONS FOR REVISION INCLUDE: ONE HUNDRED FIFTY-TWO (152) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO HUNDRED FORTY-FOUR (244) HIPS DUE TO LOOSENING, ONE HUNDRED THIRTY-FIVE (135) HIPS DUE TO INFECTION, ONE HUNDRED SIXTY-FOUR (164) HIPS DUE TO PROSTHESIS DISLOCATION, SIXTY-NINE (69) HIPS DUE TO LYSIS, NINE (9) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, SIX (6) HIPS DUE TO LEG LENGTH DISCREPANCY, SIX (6) HIPS DUE TO MALPOSITION, FIVE (5) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, FOUR (4) HIPS DUE TO METAL RELATED PATHOLOGY, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR INSERT, FORTY-FOUR (44) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, TWO (2) HIPS DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, THREE (3) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO HETEROTOPIC BONE, ONE (1) HIP DUE TO WEAR ¿ ACETABULUM, AND FOUR (4) HIPS DUE TO OTHER-UNSPECIFIED REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 858 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 384 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION ACETABULAR CUP APPROVED UNDER FDA PRODUCT CODE MBL. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 384 CASES. OF THE 384 TOTAL REVISION SURGERIES, 377 WERE PREVIOUSLY SUBMITTED TO FDA AND 7 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. - R3 20 DEGREE XLPE LINER: A TOTAL OF THIRTY-FIVE THOUSAND EIGHT HUNDRED SEVENTY-SIX (35,876) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2006 AND (B)(6) 2026, USING R3 20 DEGREE XLPE LINERS. THIS INCLUDES SIZE VARIANTS APPROVED FOR USE IN THE UNITED STATES UNDER PRO CODES JDI AND MBL. OF THESE, ONE THOUSAND TWO HUNDRED SEVENTY TWO (1,272) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWO HUNDRED EIGHTY-SIX (286) HIPS DUE TO FRACTURE, ONE HUNDRED FIFTY-SEVEN (157) DUE TO LOOSENING, THREE HUNDRED FORTY-ONE (341) DUE TO INFECTION, THREE HUNDRED FORTY (340) DUE TO PROSTHESIS DISLOCATION, SIX (6) DUE TO LYSIS, EIGHTEEN (18) DUE TO PAIN, TWENTY-FIVE (25) DUE TO INSTABILITY, NINETEEN (19) DUE TO LEG LENGTH DISCREPANCY, NINETEEN (19) DUE TO MALPOSITION, THIRTEEN (13) DUE TO IMPLANT BREAKAGE STEM, TWO (2) DUE TO METAL RELATED PATHOLOGY, ONE (1) DUE TO WEAR ACETABULAR INSERT, THREE (3) DUE TO IMPLANT BREAKAGE ACETABULAR INSERT, THREE (3) DUE TO IMPLANT BREAKAGE ACETABULAR, SEVEN (7) DUE TO INCORRECT SIZING, TWO (2) DUE TO TUMOUR, FOUR (4) DUE TO HETEROTOPIC BONE, TWENTY-SIX (26) DUE TO OTHER/UNKNOWN REASONS.. A DISTINCTION BETWEEN THE COMPLICATIONS ASSOCIATED WITH PRODUCTS REGISTERED UNDER PRO CODES JDI AND MBL CANNOT BE ESTABLISHED. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 1,272 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 18 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A R3 20 DEGREE XLPE LINER APPROVED UNDER FDA PRODUCT CODE MBL. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 18 CASES. OF THE 18 TOTAL REVISION SURGERIES, 15 WERE PREVIOUSLY SUBMITTED TO FDA AND 3 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. BASED ON THE STRATIFICATION USED BY THE AOANJRR, IT IS NOT POSSIBLE TO CORRELATE THE SPECIFIC REASON FOR EACH REVISION PROCEDURE WITH THE PART NUMBERS INVOLVED IN THESE REVISIONS. ALTOGETHER, A TOTAL QUANTITY OF 10 REVISIONS WAS IDENTIFIED DURING THE CURRENT REPORTING QUARTER BASED ON THE AUSTRALIA ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00279375-1-L378,,7/2/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION INTERFIT ACETABULAR SHELL NO HOLE SIZE 50MM,71334050, ,71334050, ,03596010197290,K960094, ,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual shell component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, three hundred eighty-four (384) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MBL. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 384 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 384 cases. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 28-Jan-2025 in Australia ;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279375-1-L379,,7/2/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION NO HOLE SHELL SIZE 50MM,71334150, ,71334150, ,03596010455383,K960094,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual shell component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, three hundred eighty-four (384) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MBL. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 384 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 384 cases. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 28-Jan-2025 in Australia ;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279375-1-L380,,7/2/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION INTERFIT ACETABULAR SHELL THREE HOLE SIZE 50MM,71336050, ,71336050, ,03596010197535,K960094,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual shell component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, three hundred eighty-four (384) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MBL. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 384 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 384 cases. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 28-Jan-2025 in Australia ;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279375-1-L381,,7/2/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION INTERFIT ACETABULAR SHELL THREE HOLE SIZE 50MM,71336050, ,71336050, ,03596010197535,K960094,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual shell component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, three hundred eighty-four (384) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MBL. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 384 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 384 cases. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 28-Jan-2025 in Australia ;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279375-1-L382,,7/2/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION INTERFIT ACETABULAR SHELL THREE HOLE SIZE 60MM,71336060, ,71336060, ,03596010197580,K960094,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual shell component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, three hundred eighty-four (384) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MBL. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 384 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 384 cases. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 28-Jan-2025 in Australia ;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279375-1-L383,,7/2/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION SPIKED SHELL SIZE 54MM,71336354, ,71336354, ,03596010454263,K960094,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual shell component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, three hundred eighty-four (384) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MBL. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 384 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 384 cases. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 28-Jan-2025 in Australia ;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279375-1-L384,,7/2/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION THREE HOLE SHELL SIZE 54MM,71336454, ,71336454, ,03596010454362,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual shell component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, three hundred eighty-four (384) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MBL. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons. ;;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 384 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 384 cases. ;Timeframe of Registry Data: Implantations conducted between 02-Sep-1999 and 28-Jan-2025 in Australia ;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279376-1-L16,,7/2/2026,4/1/2026,R3 Acetabular System,R3 20 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 56MM OUTER DIAMETER,71338687, ,71338687, ,00885556113189,K093363,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirty five thousand eight hundred seventy six (35,876) hips underwent primary THA procedures between 04-Dec-2006 and 20-Feb-2026, using R3 20 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirty five thousand eight hundred seventy?six (35,876) hips underwent primary THA procedures between 04-Dec-2006 and 20-Feb-2026, using R3 20 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and MBL. From these, one thousand two hundred seventy two (1,272) hips were later revised due to the following reasons: two hundred eighty-six (286) hips due to fracture, one hundred fifty-seven (157) due to loosening, three hundred forty-one (341) due to infection, three hundred forty (340) due to prosthesis dislocation, six (6) due to lysis, eighteen (18) due to pain, twenty-five (25) due to instability, nineteen (19) due to leg length discrepancy, nineteen (19) due to malposition, thirteen (13) due to implant breakage stem, two (2) due to metal related pathology, one (1) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, three (3) due to implant breakage acetabular, seven (7) due to incorrect sizing, two (2) due to tumour, four (4) due to heterotopic bone, twenty-six (26) due to other/unknown reasons.;A distinction between the complications associated with products registered under PRO codes JDI and MBL cannot be established. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,272 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 18 revisions associated with hips that had previously received a R3 20 degree XLPE Liner approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 18 cases.;Timeframe of Registry data: Implantations conducted between 04-Dec-2006 and 20-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of thirty five thousand eight hundred seventy?six (35,876) procedures with R3 20 degree XLPE Liners have been performed in Australia between 04-Dec-2006 and 20-Feb-2026. ;The mean cumulative revision rates for the R3 20 degree XLPE Liners were in line with the class across 18 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.1% (1.9%¿2.2%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.4% (2.3%¿2.6%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿2.9%) vs 2.5% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.0% (2.8%¿3.2%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.2% (3.1%¿3.4%) vs 3.1% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.5% (3.3%¿3.7%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.7% (3.5%¿3.9%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.9% (3.7%¿4.1%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.1% (3.9%¿4.3%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.2% (4.0%¿4.5%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.6% (4.3%¿4.9%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.8% (4.5%¿5.2%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.0% (4.7%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.8%¿5.5%) vs 6.9% (6.8%¿6.9%) of the class.;-At 16th postoperative year: 5.2% (4.8%¿5.6%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 5.3% (4.9%¿5.8%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th postoperative year: 5.3% (4.9%¿5.8%) vs 8.3% (8.2%¿8.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279376-1-L17,,7/2/2026,4/1/2026,R3 Acetabular System,R3 20 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 60MM OUTER DIAMETER,71338689, ,71338689, ,00885556113165,K093363,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirty five thousand eight hundred seventy six (35,876) hips underwent primary THA procedures between 04-Dec-2006 and 20-Feb-2026, using R3 20 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirty five thousand eight hundred seventy?six (35,876) hips underwent primary THA procedures between 04-Dec-2006 and 20-Feb-2026, using R3 20 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and MBL. From these, one thousand two hundred seventy two (1,272) hips were later revised due to the following reasons: two hundred eighty-six (286) hips due to fracture, one hundred fifty-seven (157) due to loosening, three hundred forty-one (341) due to infection, three hundred forty (340) due to prosthesis dislocation, six (6) due to lysis, eighteen (18) due to pain, twenty-five (25) due to instability, nineteen (19) due to leg length discrepancy, nineteen (19) due to malposition, thirteen (13) due to implant breakage stem, two (2) due to metal related pathology, one (1) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, three (3) due to implant breakage acetabular, seven (7) due to incorrect sizing, two (2) due to tumour, four (4) due to heterotopic bone, twenty-six (26) due to other/unknown reasons.;A distinction between the complications associated with products registered under PRO codes JDI and MBL cannot be established. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,272 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 18 revisions associated with hips that had previously received a R3 20 degree XLPE Liner approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 18 cases.;Timeframe of Registry data: Implantations conducted between 04-Dec-2006 and 20-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of thirty five thousand eight hundred seventy?six (35,876) procedures with R3 20 degree XLPE Liners have been performed in Australia between 04-Dec-2006 and 20-Feb-2026. ;The mean cumulative revision rates for the R3 20 degree XLPE Liners were in line with the class across 18 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.1% (1.9%¿2.2%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.4% (2.3%¿2.6%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿2.9%) vs 2.5% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.0% (2.8%¿3.2%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.2% (3.1%¿3.4%) vs 3.1% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.5% (3.3%¿3.7%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.7% (3.5%¿3.9%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.9% (3.7%¿4.1%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.1% (3.9%¿4.3%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.2% (4.0%¿4.5%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.6% (4.3%¿4.9%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.8% (4.5%¿5.2%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.0% (4.7%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.8%¿5.5%) vs 6.9% (6.8%¿6.9%) of the class.;-At 16th postoperative year: 5.2% (4.8%¿5.6%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 5.3% (4.9%¿5.8%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th postoperative year: 5.3% (4.9%¿5.8%) vs 8.3% (8.2%¿8.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00279376-1-L18,,7/2/2026,4/1/2026,R3 Acetabular System,R3 20 DEGREE XLPE ACETABULAR LINER 40MM INNER DIAMETER X 62MM OUTER DIAMETER,71338690, ,71338690, ,00885556113158,K093363,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirty five thousand eight hundred seventy six (35,876) hips underwent primary THA procedures between 04-Dec-2006 and 20-Feb-2026, using R3 20 degree XLPE Liner. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual liner component reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR), a total of thirty five thousand eight hundred seventy?six (35,876) hips underwent primary THA procedures between 04-Dec-2006 and 20-Feb-2026, using R3 20 degree XLPE Liners. This includes size variants approved for use in the United States under PRO codes JDI and MBL. From these, one thousand two hundred seventy two (1,272) hips were later revised due to the following reasons: two hundred eighty-six (286) hips due to fracture, one hundred fifty-seven (157) due to loosening, three hundred forty-one (341) due to infection, three hundred forty (340) due to prosthesis dislocation, six (6) due to lysis, eighteen (18) due to pain, twenty-five (25) due to instability, nineteen (19) due to leg length discrepancy, nineteen (19) due to malposition, thirteen (13) due to implant breakage stem, two (2) due to metal related pathology, one (1) due to wear acetabular insert, three (3) due to implant breakage acetabular insert, three (3) due to implant breakage acetabular, seven (7) due to incorrect sizing, two (2) due to tumour, four (4) due to heterotopic bone, twenty-six (26) due to other/unknown reasons.;A distinction between the complications associated with products registered under PRO codes JDI and MBL cannot be established. ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 1,272 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 18 revisions associated with hips that had previously received a R3 20 degree XLPE Liner approved under FDA product code MBL. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 18 cases.;Timeframe of Registry data: Implantations conducted between 04-Dec-2006 and 20-Feb-2026 in Australia.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of thirty five thousand eight hundred seventy?six (35,876) procedures with R3 20 degree XLPE Liners have been performed in Australia between 04-Dec-2006 and 20-Feb-2026. ;The mean cumulative revision rates for the R3 20 degree XLPE Liners were in line with the class across 18 years of follow-up based on the overlapping confidence intervals. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 2.1% (1.9%¿2.2%) vs 1.7% (1.7%¿1.8%) of the class.;-At 2nd postoperative year: 2.4% (2.3%¿2.6%) vs 2.2% (2.2%¿2.2%) of the class.;-At 3rd postoperative year: 2.7% (2.5%¿2.9%) vs 2.5% (2.5%¿2.6%) of the class.;-At 4th postoperative year: 3.0% (2.8%¿3.2%) vs 2.8% (2.8%¿2.9%) of the class.;-At 5th postoperative year: 3.2% (3.1%¿3.4%) vs 3.1% (3.1%¿3.2%) of the class.;-At 6th postoperative year: 3.5% (3.3%¿3.7%) vs 3.5% (3.4%¿3.5%) of the class.;-At 7th postoperative year: 3.7% (3.5%¿3.9%) vs 3.8% (3.7%¿3.8%) of the class.;-At 8th postoperative year: 3.9% (3.7%¿4.1%) vs 4.1% (4.0%¿4.1%) of the class.;-At 9th postoperative year: 4.1% (3.9%¿4.3%) vs 4.4% (4.4%¿4.5%) of the class.;-At 10th postoperative year: 4.2% (4.0%¿4.5%) vs 4.8% (4.7%¿4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%¿4.7%) vs 5.1% (5.1%¿5.2%) of the class.;-At 12th postoperative year: 4.6% (4.3%¿4.9%) vs 5.6% (5.5%¿5.6%) of the class.;-At 13th postoperative year: 4.8% (4.5%¿5.2%) vs 6.0% (5.9%¿6.1%) of the class.;-At 14th postoperative year: 5.0% (4.7%¿5.4%) vs 6.4% (6.3%¿6.5%) of the class.;-At 15th postoperative year: 5.1% (4.8%¿5.5%) vs 6.9% (6.8%¿6.9%) of the class.;-At 16th postoperative year: 5.2% (4.8%¿5.6%) vs 7.4% (7.3%¿7.5%) of the class.;-At 17th postoperative year: 5.3% (4.9%¿5.8%) vs 7.8% (7.7%¿7.9%) of the class.;-At 18th postoperative year: 5.3% (4.9%¿5.8%) vs 8.3% (8.2%¿8.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905, ,G07001,B20;B22,C19,D12;D15, ,0;